Manufacturer narrative:
Updated d9 and MDR codes.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to determine what alternate method of insulin therapy was used but no response was received.